Manufacturer narrative:
This MDR was identified as part of complaint file remediation project. Non-union was discovered 9 months post-op. Site was revised (B)(6) 2018 with competitor product. All crossroads product was removed at that time. Hardware was used for an mcp joint in the hand. Original surgery date was (B)(6) 2017. The patient is an uncontrolled diabetic along with a 3 pack a day smoker. The hardware was well seated and fully intact when removed. Revision case was (B)(6) 2018 and the site was revised with a competitor product. No defects were identified for the implants. Non-union potentially related to patient factors (smoker; poor bone quality; uncontrolled diabetes). Additional hardware used with the component previously listed: dynaforce motoclip max kit 9x9x9mm part number 7009-0909kt lot number 500005.

Event description:
At 9 months post-op, a non-union was identified. A revision surgery was performed to replace the hardware. Original hardware was not broken.